Event description:
The patient reported "I was rushed to the hospital last week and in the ambulance the emt said the device was not doing what it was supposed to be doing. The (medtronic) tech checked the device and said everything looked ok. I can feel my heart going into arrhythmias again and the device is not helping". Additional information received reported the patient had received appropriate therapy from the device and there was a high impedance on the rv lead. The patient died (B)(6)2009. Per medical examiner, cause of death was congestive heart failure, natural causes - "me was very clear that cause of death was natural." No allegation by the physician that death was device or lead related. It was later alleged by family member that the patient "died as a result of shocking from a 6948 sprint model. (Patient) would complain about the machine taking him through shocking ordeals."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) defib conductor fractured, defib conductor distorted, blood/body fluid outer tubing overlay, outer tubing separation (non-electrical), outer insulation torn and breached cut, outer tubing overlay breached cut. Full lead returned and analyzed. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), all insulators breached cut.